Event description:
It was reported that the patient who had been implanted for spinal stenosis at lumbar vertebrae 5 and sacrum 1 was experiencing pain. The patient underwent an explant of the superion indirect decompression spacer and a fusion was performed.